Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2018, a certas plus (unknown ID) was implanted and on (B)(6) 2019, a probable shunt dysfunction was discovered when the pump chamber was flat and the resistance was not measurable or adjusted. During the examination of certas plus, it was found that the product did not remove water. The patient suffered increased intra-cranial pressure. The explanted shunt was replaced with a new certas plus.

Event description:
N/a.

Manufacturer narrative:
Review of the history device records was not possible as the lot number was unknown. Failure analysis: the valve was visually inspected; no defects noted. The valve passed the tests for programming, occlusion, reflux, pressure and siphon guard. The valve was leak tested and only leaked from the needle holes in the needle chamber. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Updated fields: d1, d2, d4, d10, g4, g7, h2, h3, h6, h10. UDI : (B)(4). Correction: product ID - 828804. The possible root cause for the issue reported by the customer is probably due to biological debris and protein build up interfering with the valve mechanism, during the investigation no functional defects were noted.